Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. The customer used multiple daily injections and a backup pump as a temporary measure to ensure insulin delivery. Tandem technical support replaced the malfunctioning pump, confirmed the shipping address, and provided instructions for returning the problematic pump within ten days.